Event description:
It was reported to ge that ECG leads burned a pt. Datascope monitor lead pads were attached to the pt. The gel on the pads became hot during the scan resulting in third-degree burns. According to the report, the mr system was within specifications and no problems were found. It is stated in the signa advantage operator manual that only ge or ge-authorized electrocardiograph (ECG) lead wires should be used. There is a potential for pt burns if non ge-authorized ECG wires are used.